Event description:
It was reported that stent damage occurred. The 90% stenosed, 12mm x 4.0mm target lesion was located in the moderately tortuous and mildly calcified right coronary artery. Predilation was performed with an unspecified balloon catheter. A 4.00x12mm promus element ¿ drug eluting stent was advanced to treat the lesion but the stent body was lifted. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and tactile examination found that the hypotube was kinked at various positions along its length. No issues were noted with the crimped stent, balloon and tip sections of the device. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 12mm x 4.0mm target lesion was located in the moderately tortuous and mildly calcified right coronary artery. Predilation was performed with an unspecified balloon catheter. A 4.00x12mm promus element ¿ drug eluting stent was advanced to treat the lesion but the stent body was lifted. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).